Manufacturer narrative:
It was reported by the customer that a manifold that was utilized where the chamber/ball was missing. It was reported that air did get in the line and the air was embolized into the coronary artery. No additional information was able to be obtained. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Manifold didn't include the chamber.